Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged and exhibited high capture threshold measurements. An x-ray was performed, and the physician was able to determine that the lead had dislodged. The lv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.